Event description:
Patient was not on (B)(4) at time of previously reported gi bleed. Gi bleed was treated with 9 units of prbc. Patient suffered an mi approximately 49 months post index procedure which was treated with a CABG. Investigator indicated that there was no relationship between the mi event and study stent.

Manufacturer narrative:
Results: inherent risk of procedure - (myocardial infarction). Conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
One endeavor sprint drug-eluting stent was implanted to the mid rca. Pt was asymptomatic at 30 day follow up. Investigator reported a spontaneous gi bleed occurred 3 months post stent implant. Pt required 11 units of prbc transfusion. Investigator has indicated that event was not related to the study event. Pt was asymptomatic at 6 month follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Secondary intervention - other (gi bleed).